Event description:
On january 7, 2007, the lay pt's daughter contacted lifescan (lfs) alleging that the pt's one touch ultra meter was reading inaccurately. She did not realize that the reported meter was set to mmol/l instead of mg/dl when she contacted lfs. However, she said a decimal point had started appearing in the reported meter reading on event date. The pt takes regular insulin three times a day by sliding scale before breakfast, lunch, and at bedtime. He obtained a reading, he interpreted as 229 mg/dl on the reported meter at about 1:00 pm while "feeling fine". He said he did not see a decimal point in the reading when he obtained the 229 reading. He said he ate lunch and took 7 units of regular insulin based on the 229 reading. His daughter took him to a scheduled consultation appointment with a "kidney doctor" at 3:30 pm. The pt's blood glucose level was not checked at the doctor's office. While traveling as a passenger in the car on the way home from the doctor's appointment, the pt acted confused and passed out. The daughter did not test the pt's blood glucose level while he was symptomatic. The daughter called ems. Paramedics arrived and obtained a result of 48 mg/dl on the ems meter at 4:30 or 5:00 pm. The paramedics started an IV, administered IV glucose, and took the pt to the ER. The pt said he was kept in the ER for 3 to 4 hrs. He did not know the blood glucose readings obtained in the ER before he was released to home. The pt told the medical affairs specialist (mas) he had lost consciousness on another occasion while at home two or three weeks before. The pt did not recall details of the prior incident. The customer care advocate (cca) confirmed that the meter was set to mmol/l instead of mg/dl. The pt and daughter denied having changed the meter units of measurement. The pt purchased a one touch ultra mini meter after speaking with lfs as a back up meter. The pt said he and his daughter performed back to back tests on the reported meter and new meter using test strips from the same vial of test strips. He obtained a result of "three hundred something" on the reported meter and 207 mg/dl on the new meter; the result was approx 100 mg/dl greater on the reported meter than the new meter. Based on statistical methodology, the calculated difference between readings of 207 and 300 mg/dl exceeds the expected value of <= 30% and/or <= 30 mg/dl. The complaint is reported because the one touch ultra meter read inaccurately high compared to another meter after the reported one touch ultra meter had been reset to mg/dl. The pt took insulin based on a "229" lfs meter reading. The pt lost consciousness and a hypoglycemic reading was obtained on an ems meter about 4 and one-half hrs after he had taken regular insulin. The pt was treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.